Manufacturer narrative:
A service history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused. The event occurred during an unspecified process step in the outpatient oncology clinic. There was no known patient injury or medical intervention associated with this event. No additional information is available.